Event description:
The hospital reported that the patient was a candidate for CABG needed two lengths of vein. The vasoview hemopro 2 cautery function was not working properly. After opening the vasoview hemopro 2 package, dissection was carried as usual. The cautery was tested with a wet sponge and was functioning properly, with audible beeping and smoke from the gauze observed. The power supply level had been set to 3. When vein harvesting was initiated, it was noted that there was no audible beep and no visible smoke. The cautery function was not working properly. The cautery jaws were checked. Power supply was restarted, connections were tested. The cable was then replaced, followed by replacement of the power supply. Problem not solved so another package was used. Problem was solved. Required opening second kit for properly functioning cautery as first was unusable. Not permanent damages happened to patient because of this malfunction. Additional procedure time was required for troubleshooting and device replacement.

Manufacturer narrative:
(B)(4). (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.